Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms despite changing the site multiple times. There was no impact to the customer's blood glucose level as the customer was using the pump with saline and not for insulin therapy. Reportedly, the customer addressed the event by changing the cartridge and infusion set.